Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh and other pelvic mesh products on (B)(6) 2009 and (B)(6) 2010. Later patient experienced pain, suffering, disability, impairment and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.